Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Diopter: -12.00 event problem and evaluation codes: patient code: (B)(4)- no code available (new incision), labeled (B)(4)- no code available (secondary surgery), unlabeled device code: (B)(4)- no code available (lens explanted), labeled (B)(4)- no code available (vaulting), unlabeled evaluation method: lens work order search evaluation results: a lens work order search found one similar complaint within the work order. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014 and elevated iop associated with excessive vault was noted. The lens was exchanged for a shorter lens and the problem was resolved. Patient's last ucva was 20/20.